Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The lot number was incorrectly entered as the serial number in the initial report. The lot number has been updated and the serial number corrected in this report. .

Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records found that the component met all manufacturing and quality testing/inspection specifications prior to distribution. Review of the finished good lot found no discrepancies when the device was released. Evaluation of the returned device found that the catheter material was severly crimped 32.6 cm from the tip. However, this did not appear to affect the functionality of the device. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The sensor functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, during use insertion, a microsensor displayed inaccurate readings. The staff switched to another icp monitor with the same results. The procedure was complete with a like device. No delays were reported.